Event description:
Medtronic received information via literature regarding st-segment elevation myocardial infarction (stemi) following transcatheter aortic valve replacement (tavr). All data were collected from 42,252 tavr cases from 38 medical centers. The final study population included 118 patients (50% female and 50% male, mean age 80.3 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 58 were implanted with a medtronic corevalve (n=34) or evolut r or pro (n=24). No unique device identifier numbers were provided. Among all patients, 30 in-hospital and 50 late deaths occurred. Eight deaths occurred in patients with medtronic valves who presented with post-tavr stemi that did not undergo coronary angiography due to conditions such as advanced age, frailty, late presentation, or sudden death without successful resuscitation. The deaths occurred between 125 and 1,291 days post tavr. No statement was made suggesting a direct causal or contributory relationship between medtronic product and the death(s). Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: stemi occurring at a median of 255 days post-tavr, stroke, congestive heart failure, cardiogenic shock, complete atrioventricular block, atrial fibrillation, infective endocarditis, late valve migration treated by coronary artery bypass graft (CABG), cardiomyopathy, thrombosis, and coronary embolism related to 12 tavr patients. There were 102 patients who underwent percutaneous coronary intervention (pci); in nine of these cases cannulation or revascularization was unsuccessful due to the presence of the tavr valve. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: faroux et al. St-segment elevation myocardial infarction following transcatheter aortic valve replacement. J am coll cardiol. 2021 may 4;77(17):2187-2199. Doi: 10.1016/j.jacc.2021.03.014. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolut r, and evolut poro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.